Manufacturer narrative:
This product represented is distributed outside the united states, but is similar to us distributed stent delivery systems. The complaint received states the palmaz sds (stent delivery system) separated prior to use, as well as the balloon was ruptured. The pt was a male with unknown medical history. The target lesion location was subclavian artery, and was described as moderately calcified with mild tortuosity and 90% stenosis. The palmaz sds was prepped per IFU (instructions for use), during the negative pressure prep air continued to flow back into the syringe. The physician attempted to remove the stent from balloon, as the stent still appeared to be normal. However, while attempting to remove the stent from the balloon , the shaft of the sds separated. The product was never used clinically. Another palmaz was utilized to complete the procedure successfully. There was no reported injury for the pt. The product was not returned for analysis. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp. This review was extended to subassembly with lot number 0305070155 and to subassembly with lot number 0705070029. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values. Due to the product being unavailable for analysis, the complaint of the balloon rupture and sds separation could not be confirmed. There is no evidence to suggest there were any mfg issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. The IFU (instructions for use) clearly states, "do not attempt to remove or adjust the stent on the delivery system". Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling.

Event description:
The pt was admitted for a procedure in 2008, with a 90% moderately calcified lesion in the subclavian artery. The vessel was mildly tortuous. During prep, air kept coming back into the syringe and the physician noticed that the balloon on the palmaz stent was ruptured. He stopped the usage of the balloon and intended to mount the stent on another balloon catheter. The physician attempted to remove the stent from the balloon, as the stent still appeared to be normal. However, the shaft separated upon removal and the stent could not be removed. The product never entered the pt's body. Another palmaz was used to complete the procedure.